Event description:
It was reported that the right ventricular (rv) pace/sense lead threshold has decreased. Additionally, the capture management threshold measured by the device was less than the programmed capture management threshold. The pacing rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; 4193 implantable pacing lead (B)(6) 2006; 6725 adaptor (B)(6) 2010. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4): review of performance data found high svc (superior vena cava) coil impedance along with increasing pacing impedance.